Manufacturer narrative:
Device evaluation: the zilbs-635-8-8 device of unknown lot number involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13feb2020. The stent was partially deployed at the tip. There was fish mouth damage at the tip. There was kink at 44.5 cm from distal tip of the handle. There was a kink at 73.6cm from the proximal end of the flexor. There was deformation on the outer sheath along the flexor. All the failure modes listed above will be addressed in this complaint (B)(4) was opened to address the side by side stenting which is off label use. Document review: prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The exact lot of the complaint device is unknown, however the lot number is either c1642237 or c1544222. A review of the relevant manufacturing records (c1642237 and c1544222) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with these lot numbers. The instructions for use (B)(4) states the following: ".035 inch wire guide" in the equipment required section. It should be noted that the IFU and packaging label indicate that a 0.035¿ wire guide is recommended for use with this device. There is evidence to suggest the user did not follow the IFU. It is known that a 0.025¿ wire guide was used with the device. The japanese packaging insert (c-es1207m03) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert states the wire guide to be used (equipment required-delivery system with appropriate length stent -035 inch (0.89 mm)wire guide) it is known that a 0.025¿ wire guide was used with the device. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is also known that the device was not flushed. It is possible that the use of a non-recommended wire guide resulted in insufficient device support likely contributing to the difficulty encountered during advancement. The damage observed on the device during the lab evaluation likely occurred as a result of the difficulty encountered during advancement., when the device would not advance further, and trying to retrieve the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was out of the sheath when the package was opened. This complaint occurred prior to use. Another zilbs-635-8-8 was used instead to complete the procedure. Update on jan 21st by (B)(6): when the physician opened the package and checked the devcie, it was found that a part of the stent protruded from the sheath tip. Then, he cancelled using it. Another zilbs-635-8-8 was used instead to complete the endoscopic biliary stenting. This complaint occurred prior to use. Addtional notes on jan 30th by (B)(6): the exact lot of the complaint device is unknown. The possible lot must be either c1642237 or c1544222. Pr 290165 covers both lots. Modified on feb 3rd by (B)(6): the physician used 2 zilbs-635-8-8 (c1642237&c1544222) for side-by-side technique as treatment for the patient suffering from hilar cholangiocarcinoma. When he advanced 2 delivery systems from the scope of tjf-260v/olympus and inserted them into the bile duct from the duodenal papilla, he felt strong resistance in the bile duct. He removed the one that he felt stronger resistance on advancing from the patient's body and confirmed that a part of the stent already deployed from the sheath tip. Therefore, he used the other zilbs-635-8-8 that did not habe problems and zilbs-635-8-8 as a substitute product to place stents. As stated above, c1642237 and c1544222 were used, but it is unknown which is the cpmplaint product and which was placed. The procedure was completed. Update on feb 3rd by (B)(6): [sales rep's comment]: regarding the kink and hole located 40-45cm from the distal side of the handle, the doctor did not notice them and said that he had not used the devicein the way making kink and a hole. Judging from the location of the kink and hole which hits the accessory channel of the endoscope, I guess the doctor tried to make the device advance somehow by moving the device when he felt resistance, resulting in the kink and hole. Pr 291865 will capture the off label use of the substitue stent for side-by-side stenting, which is not licenced in japan. Cc 07-feb-2020. Update on feb 3rd by (B)(6): [sales rep's comment] regarding the kink and hole located 40-45cm from the distal side of the handle, the doctor did not notice them and said that he had not used the devicein the way making kink and a hole. Judging from the location of the kink and hole which hits the accessory channel of the endoscope, I guess the doctor tried to make the device advance somehow by moving the device when he felt resistance, resulting in the kink and hole. Update on feb 6th by (B)(6): prefix zilbs: 1 was a sphincterotomy or balloon dilation performed prior to use of the stent device? (Unknown). 2 was post-dilation performed after the placement of the stent? (No). 3 what brand of endoscope was used with the device? Tjf-260v/olympus. 4 what was the target location for the complaint device? Porta hepatis. 5 was the device flushed through both flushing ports before the procedure, as per IFU? (Yes) 6 details of the wire guide used (name, diameter, hyrdophyllic)? 0.025inch visiglide/olympus. 7-a was resistance encountered when advancing the wire guide or delivery system to the target location? (Yes). 7-b how did the physician deal with this resistance? Removed the device from the patient's body. 8 was the patient's anatomy tortuous? (Unknown). 9 did the tip of the delivery system cross the target location? (No). 10 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? The issue occurred before the depolyment. 11 was the stent being placed through the side wall of a previously placed stent? (No). 12 was the elevator in the down position during deployment? (Unknown). 13 are images of the device of procedure available? (Not avalable).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was out of the sheath when the package was opened. This complaint occurred prior to use. Another zilbs-635-8-8 was used instead to complete the procedure. Update on jan 21st by (B)(6): when the physician opened the package and checked the device, it was found that a part of the stent protruded from the sheath tip. Then, he cancelled using it. Another zilbs-635-8-8 was used instead to complete the endoscopic biliary stenting. This complaint occurred prior to use. Additional notes on jan 30th by (B)(6): the exact lot of the complaint device is unknown. The possible lot must be either c1642237 or c1544222. (B)(4) covers both lots. Modified on feb 3rd by (B)(6): the physician used 2 zilbs-635-8-8 (c1642237&c1544222) for side-by-side technique as treatment for the patient suffering from hilar cholangiocarcinoma. When he advanced 2 delivery systems from the scope of tjf-260v/olympus and inserted them into the bile duct from the duodenal papilla, he felt strong resistance in the bile duct. He removed the one that he felt stronger resistance on advancing from the patient's body and confirmed that a part of the stent already deployed from the sheath tip. Therefore, he used the other zilbs-635-8-8 that did not have problems and zilbs-635-8-8 as a substitute product to place stents. As stated above, c1642237 and c1544222 were used, but it is unknown which is the complaint product and which was placed. The procedure was completed. Update on feb 3rd by (B)(6): [sales rep's comment]: regarding the kink and hole located 40-45cm from the distal side of the handle, the doctor did not notice them and said that he had not used the device in the way making kink and a hole. Judging from the location of the kink and hole which hits the accessory channel of the endoscope, I guess the doctor tried to make the device advance somehow by moving the device when he felt resistance, resulting in the kink and hole. (B)(4) will capture the off label use of the substitute stent for side-by-side stenting, which is not licenced in (B)(6). Cc 07-feb-2020. Update on feb 3rd by (B)(6): [sales rep's comment]: regarding the kink and hole located 40-45cm from the distal side of the handle, the doctor did not notice them and said that he had not used the devicein the way making kink and a hole. Judging from the location of the kink and hole which hits the accessory channel of the endoscope, I guess the doctor tried to make the device advance somehow by moving the device when he felt resistance, resulting in the kink and hole. Update on feb 6th by (B)(6): prefix zilbs: was a sphincterotomy or balloon dilation performed prior to use of the stent device? (Unknown). Was post-dilation performed after the placement of the stent? (No). What brand of endoscope was used with the device? Tjf-260v/olympus. What was the target location for the complaint device? Porta hepatis. Was the device flushed through both flushing ports before the procedure, as per IFU? (Yes). Details of the wire guide used (name, diameter, hyrdophyllic)? 0.025inch visiglide/olympus. Was resistance encountered when advancing the wire guide or delivery system to the target location? (Yes). How did the physician deal with this resistance? Removed the device from the patient's body. Was the patient's anatomy tortuous? (Unknown). Did the tip of the delivery system cross the target location? (No). Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? The issue occurred before the deployment. Was the stent being placed through the side wall of a previously placed stent? (No). Was the elevator in the down position during deployment? (Unknown). Are images of the device of procedure available? (Not available).